Event description:
Clinical study. It was reported that during a carotid artery stenting treatment procedure, the stent was not delivered successfully or deployed at the intended location. The lesion being treated was located in the ostium right mid-internal carotid artery. The target lesion was located in the ostium right mid internal carotid artery, with an 80% stenosis and was 20mm long with a 6 mm reference vessel diameter. Two attempts were made with a 4-9 x 30mm nextstent to treat the target lesion. On the first attempt, the nextstent was implanted but it was not delivered successfully or deployed at the intended location. The site reported that the stent jumped forward and did not completely cover the lesion. The malfunction occurred during deployment. On the second attempt, there was no malfunction. The stent was delivered successfully and deployed at the intended location. Following post-dilatation, residual stenosis was 20%. Nih stroke scale performed the next day prior to discharge was 0.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.